Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-176225 was reported in error. Please disregard initial reporting of h6 code 4115, as this information is not required for the mobile app product.

Event description:
Subsequent to the initial MDR, a correction is required.